Event description:
Patient was revised to address suspected metallosis, and a cup that was too vertical. There was synovial fluid build-up in joint; tests for infection were negative.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.